Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch, a user facility medwatch report received that states: as the device was being deployed, the gripper wire jammed. It became unstuck after moving it around but a portion of the wire was retained across the patient's septum.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the gripper line separated and a portion of the separated gripper line remains in the patient, which is considered a permanent impairment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was positioned without issue and the clip was deployed without issue. The gripper line met resistance during removal, then could not be removed at all, and separated. A portion of the gripper line was successfully retrieved using a snare device; however, a piece of the gripper line remains in the left atrium. There are no plans to attempt further retrieval of the remaining piece of gripper line. The second cds was positioned without issue and the clip was deployed without issue, successfully complete the procedure, with mr reduced to 1, and no adverse patient sequela, or clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI) number: (B)(4). The device was returned for evaluation and the reported inability removing the gripper line was not confirmed. The reported gripper line break was unable to be tested. The investigation was unable to determine a definitive cause for the reported unable to remove the gripper line; however, the gripper line break was attributed to the inability to remove the gripper line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch, follow-up information received in a letter mailed on 09/08/2015 from the food and drug administration (FDA) indicated that the patient expired. However, follow-up information received on 09/24/2015 from the hospital stated that the patient did not expire, and is still alive and well.